Event description:
Patient admitted with a malfunctioning peritoneal dialyisis catheter with a suspected infection. Procedure insertion of left internal jugular (ij) trialysis catheter and removal of peritoneal dialysis catheter. Label assessed for expiration post insertion/completion of procedure.